Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by a failed upstream sensor due to low fluid numbers caused by continuity across the pins as a result of fluid intrusion. The failed upstream sensor was replaced. (B)(4) (low fluid numbers). .

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.